Manufacturer narrative:
The information provided were incorrect with the initial report.the correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called in to report that she had high blood glucose of 150 mg/dl. Customer also stated that her insulin pump was alarming critical pump error and the screen was scratched. Advised, the insulin pump will need to be replaced. Recommended customer refers to back up plan per hcp instructions.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error open book or power failure is detected alarm during our testing. The insulin pump was received with scratched case, pillowing keypad overlay, scratched keypad overlay and minor scratched lcd window.